Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient was hospitalized in 2015 (specific date not reported) to replace the abutment. The implanted device remains.